Event description:
Results of "198 mg/dl" with a lifescan meter and "164 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The customer care rep walked the pt through two consecutive control solution tests, and the results fell outside the specified range. The meter, control solution, and test strips were replaced.